Manufacturer narrative:
Related component of device system: model number/ catalog number:720185-01 serial number: n/a batch/ lot number: 867094010 model/ catalog description: reservoir flat iz 100 ml. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The reported allegation of fluid leak due to input tube wear and broken threads. The product record review indicated that the product met all specifications prior to shipment from bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was determined as the reported allegation of a fluid leak could be attributed to the component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the device had a fluid leak in both cylinders. All components were removed and a new ipp was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Manufacturer narrative:
Related component of device system: model number/ catalog number:720185-01, serial number: n/a, batch/ lot number: 867094010, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the device had a fluid leak in both cylinders. All components were removed and a new ipp was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.